Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on the IV cannula with the incident lot was observed. Visual inspection of the customer samples was performed and foreign matter, identified as a piece of black plastic for the IV shield, was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter on the IV cannula with the incident lot was observed. Additionally, visual inspection of the customer samples was conducted and foreign matter was observed on the cannula. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ vacutainer¿ multi-sample needles had foreign matter located on the needle. Found before use. No reports of serious injury or medical intervention noted.